Event description:
It was reported that the ventilator was set to standby mode and the selected patient category was infant. When ventilation was initiated after that, it was noted several hours later that the patient was on totally different settings than previous settings. Customer stated that no one had changed settings prior to or after ventilation was initiated. There was no harm to patient. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).